Event description:
It was reported that during routine follow-up, a drop in impedance was observed during pulse generator interrogation. The physician believed it to be due to approaching battery depletion. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2014. The implant date of the device was noted to be sometime in 1998.

Manufacturer narrative:
.